Event description:
It was reported that during an implant attempt the left ventricular (lv) lead caused diaphragmatic pacing with high pacing thresholds. It was also reported that high pacing thresholds were necessary due to the patient's anatomy. The lv lead was removed and not replaced as a dual chamber device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.